Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Please note attached list of additional devices implanted in the patient; trunk-ipsilateral leg component lot#041630411 and iliac extender lot#04219405.

Event description:
In 2004, a gore excluder aaa endoprosthesis and a contralateral leg component were implanted to repair an abdominal aortic aneurysm. In 2006, during a routine follow-up scan, there was noted to be a distal type I endoleak in the right common iliac. A reintervention took place the same month where an iliac extender component was placed on the right external iliac and coil embolization of the right internal iliac was performed.